Event description:
The customer contacted physio-control to report that pin of the standard hard paddles assembly of their device had broken off and is stuck in the therapy connector. In this state, the device may not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified that a pin from the standard hard paddles was stuck in the device's therapy connector. After replacing the therapy connector and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that pin of the standard hard paddles assembly of their device had broken off and is stuck in the therapy connector. In this state, the device may not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.